Event description:
Six pt samples with discrepant sodium results. Pt 1, initial result gave 132 mmol/l; repeat 139 mmol/l. Pt 2, initial result gave 126 mmol/l; repeat 133 mmol/l. Pt 3, initial result gave 129 mmol/l; repeat 136 mmol/l. Pt 4, initial result gave 129 mmol/l; repeat 136 mmol/l. Pt 5, initial result gave 130 mmol/l; repeat 137 mmol/l. Pt 6, initial result gave 130 mmol/l; repeat 138 mmol/l. Erroneous results were reported. No adverse events reported in association with the incorrect results. The field service representative determined the cause for the discrepant results was due to the I s bath overflowing and replaced ise syringe seal, squeegees, removed and cleaned valve 30. Performance tests were performed and within specification.